Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note additional device implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the final completion angiogram, multiple type ii endoleaks were found. On (B)(6) 2011, an angiogram revealed a large type ii endoleak originating from the inferior mesenteric artery (ima) and an accessory lumbar artery. Aneurysm growth was also noted. Currently the physician is taking a wait and watch approach although it has been suggested that the pt has an endoscopic chipping of the ima to address the type ii endoleak at a later date.